Event description:
It was reported that the patient alert sounded, and the lead exhibited varying/high impedances, oversensing, and apparently fractured. The lead was capped and replaced. It was further reported that the lead was later completely explanted and not replaced due to infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 02:15:04. Weekly and pace lead impedance trend data shows an abrupt increase for max rv pace= 408 to 1616 ohms peak between (B)(6) 2011 and (B)(6) 2012. Sensing - oversensing: 15 - ventricular nst<=140 ms between (B)(6) 2012 19:02:38 and (B)(6) 2012 09:00:17. The distal segment of the lead was returned and analyzed. The proximal conductor was fractured and the defib conductor was distorted. The outer tubing was kinked/buckled and exhibited an environmental stress cracking (esc) breach/breach (non-electrical). The outer tubing overlay exhibited cosmetic esc and blood was found in/on the helix/lobe mechanism.